Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a patient receiving gablofen (baclofen) 2 ,000mcg/ml for a total dose of 1200 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-oct-04 patient was diagnosed with pneumonia a day after implant and approximately 1 month prior to the pump replacement the patient was being treated for pneumonia, which the healthcare professional (hcp) confirmed was unrelated to the infusion therapy. Caller stated the hcp felt maybe the pneumonia had not completely cleared up prior to the surgery. Patient's mother reported that patient had some trouble breathing with saturations in the 70s. Mother also reported the patient appeared blue and was rushed to the hospital and diagnosed with pneumonia. Caller stated the pump was checked and no issues were found. The dosing and programming were confirmed to be correct and no alarms were sounding. An infection was confirmed and associated with pump replacement. To resolve the infection patient was hospitalized and no changes were made to the pump. Manufacture representative covered replacement for normal battery depletion and was notified on 2016-oct-04 of the episodes and x-ray that showed pneumonia. There had been no correlation to her episode being related to the pump. She was treated for pneumonia, pump was read, and logs were fine. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.